Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited high thresholds. The patient's implantable cardioverter defibrillator (ICD) was reprogrammed to vvi 40 bpm right ventricular pacing only. Lead replacement would be scheduled when the patient returns from rehabilitation.